Event description:
The event is reported as: alleged issue: it was reported that the clips were displaced on the vessels, and do not close properly. No patient injury was reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.